Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. We have reminded the complaint handler to review FDA reporting guidelines in order to prevent this from happening again. The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470.

Event description:
On 27th september, 2018 maquet sas became aware of an issue regarding one of surgical lights- volista. As it was stated, the stop screws of the forks at both light heads are broken. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling into sterile field or during surgery might be a source of contamination. Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number: (B)(6).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption #: e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an issue regarding one of surgical lights- volista standop. As it was stated, the stop screws of the forks at both light heads are broken. There was no injury reported, however, based on the initial allegation it could not be ruled out that a part might have fallen off the device. Therefore, we decided to report the issue in abundance of caution as any particles falling into sterile field or during surgery might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. It was not established if in the time when the event occurred the device was or was not being used for the patient treatment. During the investigation, it was found that the issue is a single, isolated event and that the reported scenario has never led, to date, to serious injury or worse. It was noted that when the light was handled with a violent rotation (not a normal use) the kinetic energy was too high and the stop could be broken. The fork is made of aluminum alloy and it does not generate powder or small particles during breakage. Due to their size, the broken parts stay inside the device. Indeed, the test report from 2015 (cr 15-200) certifies that the light is conforming to ip4x as required in the standard 60529. It means that the complete light has a protection from foreign bodies larger than 1 mm. Such failure is a result of a violent rotation of the fork light head and does not correspond to a normal use. However, the double fork stop rotation of this light mounted on this device is the previous one, before the implementation of the modification on the production line. Therefore, we assume that the most likely root cause is mechanical damage of the stop. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).